Manufacturer narrative:
One foresight elite oximeter was received for product evaluation. A visual inspection found that the outer green insulation on sensor cable 2-4 is damaged but the wires themselves are not. The suspect unit was connected to a known good working system. Using simulators, the sto2 readings of all 4 channels showed 65 percent plus or minus 5 percent and remained steady even while moving the cables. No error messages were observed.

Manufacturer narrative:
The product has not been returned for evaluation. When it arrives and the product evaluation has been completed a supplemental report will be submitted. The device history record review was not completed but will be provided after it has been finished. The UDI number is not available.

Event description:
It was reported that the fseo2004 started giving numbers that are outside the simulator calibrated range. When the simulator is connected the readings should be within 10 percent of 65. The readings are either high or low and thus not calibrated. This was before use. There is no patient injury. Patient demographics were requested but unavailable.